Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown) according to the complainant, the peg was non-conforming. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown) according to the complainant, the peg was non-conforming. Additional information received on (B)(6), 2011: per endoscopy nurse assisting the gi physician during the bedside peg tube placement. The tube was unable to be pulled through the abdominal wall. The gi physician had to call in a general surgeon who was able to pull it through using forceps and extreme force. There was no noticeable damage to the peg tube. This device was used to complete the procedure. The patient's condition at the conclusion of the procedure was fine/stable.